Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulties occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 12 x 2.25mm taxus¿ liberté¿ stent was selected to treat the lesion; however, the device was unable to cross the target lesion. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual examination of the crimped stent found the stent was damaged. The stent struts at the proximal end of the stent were bunched and distorted. A snap gauge was used to measure the crimped stent od at the distal end. The specified stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and the shaft polymer extrusion found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).